Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Found high pressure messages in the event history logs. The customer stated, problem was duplicated. Replace faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified, during this DHR review.

Event description:
It was reported that cadd legacy pump failed pressure test, during testing. No patient injury reported.